Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, around 9:00am. The patient stated that she takes metformin and novalog to manage her diabetes and made no change to her usual diabetes management routine due to the alleged product issue. She stated that within 30 minutes after the alleged issue began she developed symptoms of ¿shaky and sweaty¿ as she was unable to test or calculate how much insulin to take. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. The issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.